Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No unexpected excessive no delivery alarm or motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported receiving motor error and no delivery alarms on her insulin pump. The customer's blood glucose was 400 mg/dl and she treated with manual injection. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.